Manufacturer narrative:
The device was returned and the evaluation states that the compressor was noisy did not verify a problem with the on/off switch and no alarm.

Event description:
Dealer stated that the on off switch has no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer stated that the on off switch has no alarm.